Manufacturer narrative:
The investigation into the product damage (cannula kink) has been completed. The impella rp was returned for investigation. The returned product was visually inspected and damage to the outflow cage could be seen, and two significant kinks were also found in the catheter of the device. The root cause of the damaged outflow cage was most likely due to patient condition as the physician was unable to advance the pump.the pump was observed to have a deformed outflow cage but did not result in a pump failure. The cause of the product damage was a catheter kink. The root cause of the damaged outflow cage was most likely due to patient condition as the physician was unable to advance the pump past the pv. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported during placement of the pump the physician had difficulty advancing the pump. Reportedly when the physician pulled the catheter back a kink was observed close to the motor, additional attempts to advance the pump past the sheath on reentry were unsuccessful. This pump placement was aborted, and a replacement pump was successfully placed. There was no patient harm reported.